Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band, inflator, and packaging were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 5ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve (see attached photos). The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band, inflator, and packaging were returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. A corrective action was initiated for this issue.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hosptial policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tech placed the tr band after diagnostic procedure. Immediately during inflation, they noticed that the tr band was not holding air. They injected additional air; however, the tr band did not inflate. Staff grabbed a vasband and applied it to wrist with no issues, the procedure was completed with the vasband. There were no complications for the patient, and they were discharged with no issues after the vasband was removed. The type of procedure performed was left heart catheterization. There was no blood loss. There was no manipulation of the tr band. The tr band was stored prior to use inside a cabinet in the procedure room.